Event description:
Procedure: lap appendectomy. According to the reporter: the device locked during the surgeon¿s second firing. The surgeon tried to manually slide the pin back at a right angle but it was unsuccessful. He then had to make a four cm incision to cut out the load and remove the stapler. This added an additional 40 minutes to the case. The load was not separated from the shaft and after it was removed, the firing pin was retracted and that¿s when a clip was noticed. Tissue was removed to be sent out with specimen.

Manufacturer narrative:
(B)(4).